Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 31mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer amulet delivery sheath. The sizing of the device determined by transesophageal echocardiogram (tee) and angiogram. During procedure, the close criteria was not fully satisfied and the disk not fully being elliptical on the mitral side. The tension test was performed. It was noted the device was oversized and downsizing was considered and the patient had a mitral shoulder and the image quality was poor and in both 90 and 135 degrees the lobe appeared to be slightly beyond the circumflex and in the left atrium. After careful review, the implanter decided to release the device. The amulet was deployed after multiple attempts due to difficult anatomy and the device compression was roman helmet with severe compression on the mitral side. 30 seconds post procedure, fluoroscopy and transesophageal echocardiogram (tee) showed the device was dislodged itself completely from the patient's appendage. The device was found in the left atrium. There was no obstruction of blood flow. The 31mm device was successfully snared using a non- abbott sheaths, introducer and a raptor. The retrieval procedure was considered as a emergency procedure. The implanter mentioned the cause of embolization was the device was larger than needed. A new 28mm amplatzer amulet left atrial appendage occluder was successfully implanted using a new unknown size delivery system. On (B)(6) 2023, the patient was discharged from the hospital.

Manufacturer narrative:
An event of explant due to device embolization was reported. A returned device assessment could not be performed as the device was not returned for analysis. Information from field indicated that the sizing of the device was determined by transesophageal echocardiogram (tee) and angiogram, however the device was noted to be oversized. Field indicated that the amulet was deployed after multiple attempts due to difficult anatomy. One image from field appeared to show the amulet device sufficiently compressed and the other image appeared to show the 31 mm amulet device being retrieved. Tee images from field showed the device embolized out of the laa. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. Information from field indicated that the implanter mentioned the cause of embolization was the use of larger device. A 28 mm amulet device was successfully implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 medical device problem code: code 2017 removed.